Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: the keypad cover was intact with no evidence of physical damage other than worn symbols. All keypad buttons responded normally to button presses. The keypad cover was removed and there was evidence of contamination found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad button contacts. This report is made based on results of investigation completed on (B)(6) 2016.